Event description:
It has been reported that one bd ultra-fine¿ insulin syringe has been found with the hub separating from the device before use. The following has been provided by the initial reporter: when removed the shield, the hub was detached too.

Manufacturer narrative:
H.6. Investigation: customer returned photos of 3/10cc, 12.7mm, 29g syringe with a poly bag from lot # 8295943. Customer states that when the shield was removed, the hub detached. The attached photos were examined and exhibited the hub-needle/shield assembly slightly separated from the barrel. A review of the device history record was completed for batch #8295943. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. L2l dispatch #49656 was created on 06jan2019 for raised shield/incomplete shield assembly issues. Root cause: the needle assembly press station was out of adjustment. CAPA#1122103 was initiated.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd ultra-fine¿ insulin syringe has been found with the hub separating from the device before use. The following has been provided by the initial reporter: when removed the shield, the hub was detached too.